Manufacturer narrative:
After thorough evaluation of this issue, it was determined that a disassembling of the angle nut does not pose a safety risk to the user or patient. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the tip of the handpiece is broken off. Additional information was not available from the healthcare facility.

Event description:
It was reported that the tip of the handpiece is broken off. Additional information was not available from the healthcare facility.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.